Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt the stimulation in the wrong location, was painful, and uncomfortable. There was overstimulation and stimulation down the legs. She was in a lot of pain and the stimulation was hurting her. She was trying to turn stimulation down but just felt it increasing. The patient programmer (pp) confirmed therapy was on. Stimulation was decreased from 2.3 to 1.5v on program 1 and stimulation was felt comfortably and eliminated the uncomfortable stimulation. The issue started yesterday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.